Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was depleting faster than normal over the past few load processes. There was no reported impact to the customer's blood glucose level. Tandem technical support requested for the customer to upload the pump data logs for review. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.